Event description:
In 2006, a tag study pt was treated with a gore tag thoracic endoprosthesis. Pre-operatively, the physician performed a left common carotid artery- left subclavian artery bypass to allow for implantation of the gore tag thoracic endoprosthesis. In the next day, the pt presented with left supraclavicular fossa seroma. At about one week later, the physician performed an aspiration of the supraclavicular mass. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.